Event description:
The customer contact reported a delay of critical therapy during an alarm condition. At an unspecified time, the device was programmed to deliver an unspecified concentration of levophed at a rate of 3mcg/min and the delivery was started. No further programming parameters were provided. At approximately 1000, the device sounded an audible alarm tone. During the alarm condition, the nurse reported a 3 min delay in critical therapy. It was reported that the "cpp" decreased to "58-63." No medical interventions were required. There were no reported adverse patient sequelae. The device was removed from clinical service. Therapy was resumed using a replacement device. Though requested, no additional info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.